Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations could not replicate nor confirm the customer reported complaint. Visual inspection found a broken grip cable, and no components were missing. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have a broken grip cable at the distal end. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that a fragment from the prograsp forceps instrument fell into the patient. It was unknown if it was retrieved from the patient. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument wires were snapped.